Manufacturer narrative:
Other applicable components are: product ID 37791, serial# unknown, product type: recharger.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported starting a month to six weeks ago their coupling bars would go back and forth from two to six bars during recharging making charging take too long. It was reviewed how to position the antenna over the implant, lining up the antenna, and ensuring the belt was positioned properly if used, but this resulted in two coupling bars. The antenna locate feature was also used but it didn't resolve the issue. When the consumer was asked if there were any pocket issues they stated the pocket area was a little loose. No falls or traumas were reported. After the consumer received the new antenna they "were going strong."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.